Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not alert with insulin flow blocked when they have bent cannula. Customer stated that they experienced high blood glucose. Blood glucose value was 400 mg/dl at the time of event. Customer reported that they was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.